Event description:
2025-03-05: integrum has been informed that axor ii unit (B)(6) has fallen off from the abutment. Manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification. 2025-03-18. Technical investigation of unit (B)(6) performed. During the investigation the device functions were tested and components inspected. The reported issue could not be replicated. The clamps were showing signs of wear indicating that the abutment may have not been fully inserted at some point. During the service the device was thoroughly cleaned and damaged components were replaced. Finally, the device was functionally tested with approved results. Integrum has informed the clinic on the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved.

Manufacturer narrative:
2025-03-27: corrections made to h. Device manufacturers only, 6. Adverse event problem: changed code (e) and (f) due to no health consequences or patient injury has been reported. Added type of investigation code (10) and (4111).

Event description:
On 2025-03-05: integrum has been informed that axor ii unit (B)(6) has fallen off from the abutment. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. On 2025-03-18. Technical investigation of unit (B)(6) performed. During the investigation the device functions were tested and components inspected. The reported issue could not be replicaded. The clamps were showing signs of wear indicating that the abutment may not have been fully inserted at some point. During the service the device was thoroughly cleaned and damaged components were replaced. Finally, the device was functionally tested with approved results. Integrum has informed the clinic on the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved.